Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that following the delivery of appropriate therapy, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message. The device was explanted. It was presumed that the device exhibited normal battery depletion due to the delivered shocks. However, due to further considerations of a recent product communication, this issue has been reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device reached end of life (eol) battery status. The device case was removed to facilitate inspection of the internal components. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
This supplemental report is being submitted to file the analysis results.